Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The device was returned to sorin group (B)(4) for further investigation. Evaluation of the returned device confirmed the reported failure. Visual inspection identified a crack in the housing of the returned flow sensor. Sorin group (B)(4) determined the damaged sensor to be the cause of the reported issue. The root cause of the damage could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the flow sensor of the sorin centrifugal pump system with tubing clamp failed intermittently during priming. There was no patient involvement.